Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a (B)(6) complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The aia 900 operator's manual, chapter 11-maintenance, provides detailed information for all the required instrument maintenance. The most probable cause of the issue is due to instrument needed maintenance and decontamination.

Event description:
On (B)(6) 2018, a customer reported their level 1 tosoh intact parathyroid hormone (ipth) control was running high (ipth acceptable range 40-60) on the aia-900 instrument. The customer states ipth was recalibrated (B)(6) 2018 and the control is still high at 62. Customer has run alcohol through the substrate line 5 times and reports the background has dropped from 120 to 88. Customer also states they have performed maintenance on the bf probes and found the wells to be pretty dirty so they cleaned them out and changed the probe tips as well. Customer will recalibrate and call back technical support specialist (tss). On tss followed up with customer, customer informed tss that after performing monthly maintenance, decontamination and recalibration, the control is now 49.1 which is in range. Customer confirmed instrument is functioning as expected.